Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was performing the air removal step and they did not feel any air come out from multiple cartridges as was expected. Customer's blood glucose level was between 140-150 mg/dl. Reportedly, a new cartridge was loaded to address the issue.